Event description:
Reportedly, procedure was to teat 90% stenosed lesion at #12 and cto lesion at #15. After revascularization treatment to #12 stenosis, subject guidewire was advanced through #15 and placed in its side branch for vessel protection. Stent deployment was performed to #15 lesion with unk stent system over another unk guidewire, removal of the subject guidewire was trapped between the deployed stent and the vessel wall. Microcatheters and dilatation catheters were advanced over the guidewire in order to release the guidewire from the trap, but unsuccessful. So that physician advanced the catheters with force and cut the guidewire distal end. Broken fragment was removed out of surgical operation two days later.

Manufacturer narrative:
Single reporter exemption (B)(4). Investigation of returned broken guidewire proximal portion and distal removed out from the anatomy revealed the breakage of guidewire due to excessive pulling force. Lot history review revealed no anomaly with this product lot, no other similar event report has been received. With the obtained info and outcomes of product investigation, the guidewire removal difficulty is inferred to be due to being trapped between the deployed stent and the vessel wall, the breakage of the guidewire distal end is due to the application of excessive force to the guidewire and used catheters in attempt to remove the guidewire from trap. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guidewire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may result in fragments being left inside the vessel. Do not perform stent placement using more than one guidewire or wire operation through stent strut. Otherwise the stent may be damage or the guidewire may break or break apart.